Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, and amended medical devic report will be submitted. (B)(4).

Event description:
It was reported that a durom acetabular component was implanted on an unknown date. The patient underwent a revision surgery on an unknown date due to infection.